Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the material found in the air channel, the evaluation findings were as follows: the light cover glass had contamination, the optical cover glass was scratched, the distal end cap was worn, the control body grip was worn, the switch had a hole in the button, button #1 was leaking, the electrical safety test was not to specification, and the air leak test failed with a leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had an image problem believed to be a button issue. The issue was found during maintenance. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: remnants of white crystallized contamination believed to be an infacol (simethicone) type product was evident within the air channel.

Manufacturer narrative:
Corrected data: h10 (the following verbiage listed below was inadvertently omitted from the initial report). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. (Additional information related to the legal manufacturer¿s investigation is listed below) the event can be prevented by following the instructions for use which state: *IFU states the following in gif-xp290n, gif-hq290 operation manual chapter 4 operation 4.2 insertion_ air/water feeding and suction_ air/water feeding. -nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.